Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with anatomy appears to be related to patient anatomy (small left atrium). Unspecified tissue injury (tear on the anterior leaflet) cannot be determined. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, small left atrium, tethered posterior leaflet. It was observed that due to the patient's anatomy, it was difficult to gain height. An xtw clip deployed on the mitral valve. To further reduce mr, an additional clip was inserted. While positioning the second clip, it was observed there was a tear on the anterior leaflet. The second clip was then deployed, reducing mr to a grade of 2-3. The first clip remains stable on both leaflets. There was no clinically significant delay in the procedure.